Event description:
During a hydorthermal ablation procedure there was a fluid leak resulting in burn injuries to the vaginal wall, cervix and vulva, followed by vaginal and vestibular pain. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specs. Co believes user technique may have contributed to this event. However, they are unable to determine the relationship between the device and the cause for this event.